Event description:
Leak was observed at the contralateral limb attachment. Stents were placed to seal the leak. During balloon dilatation of the stents, the iliac artery ruptured. The pt was converted to surgical repair and the graft explanted.